Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). Review of the most recent repair record determined the pin was out 180 degrees and jammed and it was resassembled and lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the rotator does not work within certain range on clockwise direction. Rotator does not work at all on anti-clockwise direction. The event occurred during sterilization. No harm or delay reported. No adverse events were reported as a result of this malfunction.